Manufacturer narrative:
(B)(4) was used to denote surgical intervention.

Event description:
It was reported both the right atrial (ra) and right ventricular (rv) leads were surgically capped and replaced due to noise that was oversensed causing pacing not to be delivered when required. The leads were both (B)(6). No adverse patient effects were reported.